Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/13/2024, a sales representative via (B)(4) reported that the stem of an ar-9236-01pp univers vaultlock glenoid trial poly broke during a total shoulder procedure on (B)(6) 2024. A photo is attached. No patient harm was reported.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9236-01pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Upon visual evaluation, it was noted that the middle/center pole was broken off. Nicks, marks, and cuts on the device were also observed. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.